Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was unfolded which indicates it had been subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit filled with glycerol/h2o solution and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device and subjected to positive pressure when liquid was observed to be leaking from a balloon pinhole 1mm distal to the distal edge of the proximal marker band. Also, a visual and tactile examination identified multiple kinks along the length of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 10aug2017. It was reported that balloon inflation failure occurred. The severely stenosed target lesion was located in the severely calcified circumflex artery. A 15/3.00 flextome¿ cutting balloon¿ was selected for use. During introduction, it was noted that the balloon failed to inflate. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable. However, device analysis revealed a balloon pinhole 1mm distal to the distal edge of the proximal marker band.